Event description:
Discordant troponin I (ctni) results were obtained on patient samples on the dimension clinical chemistry system during temporal monitoring at approximately six hour intervals. The results were reported to the physician. The patient was sent for a cardiac catheterization. The result of the cardiac catheterization was negative. There was no report of adverse health consequences as a result of the discordant ctni results and the cardiac catheterization.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the discordant troponin I results is unknown. The instruments are performing within specifications. No further evaluation of the device is required.